Event description:
This case occured outside of the USA, in australia. A nurse notified teoxane of an adverse event on (B)(6) 2023. A patient was injected with: - 2 ml of teosyal rha 3 in the chin (mentalis crease) and in the marionette lines on (B)(6) 2023. The injection was done with a cannula, using the fanning technique. One day after the injection, on (B)(6) 2023, the patient presented with a vascular occlusion (sluggish cap refill), big lump, pain, and extending bruising (considered as a skin discolouration) of severe intensity, in the right lower lip and in the right marionette area. On (B)(6) 2023, the patient presented with inflammation of low intensity in the right lower lip. According to the information received on 05-oct-2023, the injector provided the following medical treatment to the patient: a vial of hyalase 1500 i.u to the chin, lip and marionette lines for 60 minutes on (B)(6) 2023, a vial of hylase 30 i.u, on (B)(6) 2023. A vial of hyalase 600 i.u, on (B)(6) 2023. Zyrtec (an antihistaminic), unknown quantity, on (B)(6) 2023. On 09-oct-2023, we were informed that all the symptoms resolved. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.